Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 1 was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy, in dwell cycle 1. The patient stated he did not disconnect for any reason, and there were no leaks. Gts had the patient close the clamps and transfer set to cycle power twice, clearing the error. Gts advised the patient to let their nurse know about the system error. The patient stated they were in the hospital and was not able to setup the hc. Product surveillance contacted the patient who explained that no problems were noticed with the supplies. The patient did not have the lot information, but was able to provide a companion sample. No injury or medical intervention was reported.